Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected perforation with accumulation of fluid in the heart. It was also reported that the patient experienced atrial fibrillation (af). The ra lead was reprogrammed, repositioned and remains in use. No further patient complications have been reported as a result of this event.